Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was not confirmed and no image problems were found. Evaluation did find the bending section cover adhesive was worn out, the light guide lens was cracked the insertion tube was scratched, and the scope connector cover was corroded due to traces of water ingress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported to olympus medical that the evis exera iii bronchovideoscope didn't relay an image to the monitor. The customer reported this issue was identified before patient procedure (bronchoscopy). No patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, it is likely that the event was caused by breakage of circuit board inside scope connector. The instruction for use (IFU) states that endoscope may be damaged if water enters the endoscope: "3.3 inspection of the endoscope 3. Inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. 5.4 leakage testing of the endoscope_perform the leakage test -when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. -when attaching the connector cap of the leakage tester to the venting connector of the endoscope, push on and rotate the connector cap clockwise fully until it stops. If it is not fully and properly attached, the interior of the endoscope will not be properly pressurized and accurate leakage testing will be impossible. -do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.